Event description:
Same case as MDR#2134265-2012-04318. It was reported that during a coronary stenting treatment procedure, stent shortening occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non tortuous left anterior descending artery. The lesion was pre-dilated with a 2.0 x 15mm maverick balloon. The 2.75 x 16mm promus element mr stent was implanted, and stent deformation was noted. The physician implanted a 2.75 x 12mm promus element mr stent to cover the stent deformation, and the 2.75 x 12mm stent showed deformation as well. A 3.0 x 8mm quantum apex balloon was used to correct the deformation. Both stents were reported to be well positioned and well apposed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).